Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Reportedly, the customer did not remove the cartridges out of sequence. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a cartridge to address the event and continued to the use the pump for insulin therapy.